Event description:
It was reported that the access system was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician noted that there was difficulty when they inserted the dilator into the was. The physician then positioned the was in the laa of the patient but noted that the was was not acting the way that they expected. The procedure was continued and the wds was inserted into the was. The physician noted that it felt like the wds was hung up mid-way into the was but was able to get it pass the hang up. The closure device was deployed and successfully implanted in the laa of the patient. When the was was removed from the patient there was a kink that was noted. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman trusteer access system without the dilator, and blood in the device. Inspection of the device found kinks in the sheath 10cm and 11cm proximal of the tip. There was no damage or defect identified under the microscope. Product analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that the access system was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician noted that there was difficulty when they inserted the dilator into the was. The physician then positioned the was in the laa of the patient but noted that the was was not acting the way that they expected. The procedure was continued and the wds was inserted into the was. The physician noted that it felt like the wds was hung up mid-way into the was but was able to get it pass the hang up. The closure device was deployed and successfully implanted in the laa of the patient. When the was was removed from the patient there was a kink that was noted. The patient did not experience any complications as a result of this event.